Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's insertable cardiac monitor (icm) exhibited noise oversensing potentially due to electromagnetic interference (emi). Programming changes were discussed, but not made. No intervention or patient condition was reported.